Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 6 years and 4 months post implant of a 29mm sapien 3 valve in the aortic position, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve. The valve had recalcified, and failure mode is stated as stenosis. The patient is doing well post valve in valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected b3, additional information added to b5, additional information added to b7, corrected h6 health effect - clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the calcification cannot be determined based on the information available. However, it is possible that progression of the patient's disease process and comorbidities (hyperlipidemia, diabetes mellitus, hypertension) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record, patient presented with severe dyspnea on exertion, activity intolerance, fatigue, lower extremity swelling, and orthopnea. A preoperative cta confirmed the 29mm s3 valve was well-seated but showed calcified cusps, along with mild to moderate calcification of the aortic root, ascending aorta, aortic arch, and descending thoracic aorta, and moderate to severe calcification of the abdominal aorta. Pre-viv intraoperative transthoracic echocardiography demonstrated a mean gradient of 44 mmhg and an indexed aortic valve area (ava) of 0.45 cm2. Post viv, patient's mean valve gradient reduced to 8mmhg.